Event description:
The customer reported that the insulin pump was not functioning properly and stops working. The customer stated hs dr fells the insulin pump should be replaced. The customer stated that the buttons were unresponsive. The customer stated that he was experiencing high blood glucose. The customer stated that the insulin pump was struck on prime/rewind, and he lost the settings very often. The customer stated that he discontinue using the insulin pump as advised by his dr. The customer received medical treatment by manual injections during his dr's visit. The blood glucose reading at time of call was 300 mg/dl. The customer stated that he continues suffering from high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.